Event description:
Consumer complaint of "lo" blood results. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). We apologize for the lateness of this report.